Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.

Event description:
Pump running lights did not shut off. Incident occurred on (B)(6) 2011 - care area: ICU - continuous therapy. No patient injury ( drug infused: fentanyl). The pump was giving a standard infusion. The pump was running and froze in the middle of the infusion. Pump stopped infusion, however, the run lights on the device never stopped and the device kept running on ac although, the infusion was no longer occurring. The device still had the pump run lights on. The infusion was completed on another device. All tubing has been discarded. No further information currently available.